Manufacturer narrative:
Evaluation summary: visual and tactile inspections were performed on the device; an evident bunched area was found on the shaft at 35 cm of the usable length. Evident traces of blood were found on the device. The balloon was found folded. The guide wire lumen was flushed and it was possible to insert the 0,035¿¿ guide wire without any resistance, although the damaged area. The purging procedure was performed with no issues. In order to verify the correct profile of the balloon, the device was inserted in a 6f introducer sheath. No resistance was felt both during insertion and extraction. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact admiral paclitaxel-eluting pta balloon catheter. During use the catheter broke. No clinical sequelae reported.